Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that the system/interface pcb cable assembly was not properly secured.  Physio reseated the system/interface pcb cable assembly which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted.   There was no patient use associated with the reported event.